Event description:
On (B)(6) 2016 a (B)(6) female patient was undergoing a total vaginal hysterectomy with repair and bilateral sacropexy fixation of vaginal vault and the gor-e-tex needle in the capio suture device popped off and was not retrievable manually. An abdominal x-ray pa and lat was performed and the metallic objected was noted in the pelvis area. A general surgery consulted and on 06/21/2016 the patient underwent a posterior approach with presacral exploration with removal of the foreign body. Reference MFR # 3003910212-2017-00003.